Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was leaving their hairdresser and had a fall the day prior to the report, hurting their backside. After this, when they tried to go to the bathroom, they cried and strained. When they did pee a few drops, it burned. They tried to increase the stimulation, but it only went up two points and stopped, noting that it went from 2.4 to 2.6 and stopped. After troubleshooting, they were able to adjust higher. During the report, they couldn¿t feel anything, but could feel it at 3.4 volts (v). It was so faint, they could hardly tell it was in their vagina, but it was comfortable. There were no further complications reported or anticipated.

Manufacturer narrative:
Added missed statement "could not go" and patient code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was leaving their hairdresser and had a fall the day prior to the report, hurting their backside. After this, when they tried to go to the bathroom, they cried and strained and could not go. When they did pee a few drops, it burned. They tried to increase the stimulation, but it only went up two points and stopped, noting that it went from 2.4 to 2.6 and stopped. After troubleshooting, they were able to adjust higher. During the report, they couldn¿t feel anything, but could feel it at 3.4 volts (v). It was so faint, they could hardly tell it was in their vagina, but it was comfortable. There were no further complications reported or anticipated.